Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 430 mg/dl. Customer also received battery out limit alert. Troubleshooting was performed. The customer was treated with shot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, a21 error test and all operating currents tested within the specific range. Device was monitored and tested with no unexpected battery out limit alarm noted. (B)(4).